Event description:
On (B)(6) 2012, the reporter contacted animas to report that on unspecified dates the patient obtained low blood glucose levels during the night, such as 50 mg/dl. At that time, the patient experienced the symptoms of sweating and confusion. The patient administered self-treatment with food and/or a drink and felt better afterwards; she did not seek any medical attention. Troubleshooting revealed the time was incorrect in the pump settings, incorrect by twelve hours. This can contribute to the patient receiving the incorrect basal doses at the incorrect times the issue was resolved with troubleshooting. The patient's technique was incorrect by not having the correct time programmed in the pump. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia after this occurred, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: the black box began on 04/14/2015. Due to continuous use of the pump, the black box data and histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.